Manufacturer narrative:
Related component: 4.0cm cuff, model- 72400160, lot sn- (B)(4), gtin- (B)(4).

Event description:
It was reported that the patient experienced a procedure to replace an artificial urinary sphincter(aus) cuff due to recurring incontinence. The doctor initially diagnosed that the cuff was loose and attempted to replace the size of the cuff from 4.5cm to 4.0cm. However, the 4.0cm cuff was also loose and failed. Then, the doctor tried the trans-corpus covernosum technique and used a 4.5cm cuff for the urethra, but the 4.5cm cuff was tight and was not used. Finally, the doctor used a 4.0 cm cuff in the location of the existing cuff on the urethra and adjusted the pressure of the pressure regulating balloon(prb) to adjust the strength of the cuff. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a procedure to replace an artificial urinary sphincter(aus) cuff due to recurring incontinence. The doctor initially diagnosed that the cuff was loose and attempted to replace the size of the cuff from 4.5cm to 4.0cm. However, the 4.0cm cuff was also loose and failed. Then, the doctor tried the trans-corpus covernosum technique and used a 4.5cm cuff for the urethra, but the 4.5cm cuff was tight and was not used. Finally, the doctor used a 4.0 cm cuff in the location of the existing cuff on the urethra and adjusted the pressure of the pressure regulating balloon(prb) to adjust the strength of the cuff. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 800 occlusive cuff was visually inspected and measured 4.5 cm. No leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. The ams 800 cuff component was visually inspected, microscopically examined, and tested for leaks. No leaks or abnormalities were found that would affect the functionality of the device. Product analysis was unable to confirm the reported urinary incontinence. The product record review indicated reported events do not represent an unanticipated event, and that urinary incontinence is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. Related component 4.0cm cuff model- 72400160 lot sn- (B)(6). Gtin- (B)(6).